Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that a fluid pathway leak was observed on the delivery system. There was a leak at the t-arm luer of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is blood on the outer shaft located at the distal end of the stability member. There was an excessive leak between the tether lock and the tether lock housing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) contrast injection leaked out of the bottom of the delivery system handle, unable to deliver any contrast through the delivery system. The delivery system was attempted/ not used and replaced. No  patient complications have been reported as a result of this event.